Event description:
It was reported that the ilet user experienced hyperglycemia with readings above 400 mg/dl beginning in the morning, which the user attributed to stress-related activities, and the user delivered a meal announcement without eating to reduce the high; glucose subsequently returned to target. Symptoms included nausea and one episode of vomiting. Outcomes included no medical intervention, no backup therapy, and no ketone testing, with symptom resolution after glucose decreased. Investigation included complaint handling and user troubleshooting with education on appropriate use of meal announcements. Investigation of this case revealed user technique contributed to the event, specifically using a meal announcement as a corrective action rather than for an intended meal. It was concluded that the device functioned as designed and that user-related use error was the most likely cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.